Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would shut down and restart by itself. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed confirmed v60 diagnostic code 1101 in the significant event log that indicated the unit restarted during operation due to detected anomalies. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. The rse then advised to the customer and biomed that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. Biomed has confirmed diagnostic code 3007 in the log. No action would be needed. The rse advised the customer they could either reinstall the software or replace the central processing unit (cpu) printed circuit board assembly (pcba). The customer reinstalled software version 2.30 and will run the unit for a few hours.